Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and limp. It was also reported that x-rays changes noted lucency around the femoral component on both the lateral and medial sides.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain and limp. It was also reported that x-rays changes noted lucency around the femoral component on both the lateral and medial sides. Update nov 9, 2017: medical records reviewed. Revision notes (B)(6) 2015 indicate the femoral stem loosening. Updated dec 4, 2017.